Event description:
It was reported that the occluder had a broken occluder end cover. No other details regarding the nature of this event were provided.

Event description:
Additional information was received that the reported issue was found during setup of the device for a cardiopulmonary bypass (cpb) procedure. As a result, an alternative device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b3, b5, d4, h3, h4, and h6. The field service representative (fsr) found no occluder end cover or occluder pin when he arrived at the user facility. He installed both components and release tested the unit. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.